Manufacturer narrative:
Customer returned 1 unopened file in blister cell packaging from lot# 0000216824. The broken file referenced in the event was not returned for investigation. Using microscope visually checked file. No manufacturing defects or markings noted on file. Lori ogle measured the file using tm-0061 on nikon 4. Spec @ 3mm spec @ 9mm .450mm-.490mm .825mm-.865mm 1) .482mm .839mm returned product has been analyzed and was found in compliance with specifications. No broken files were returned. No fault found with returned product.

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a waveone gold reciprocating file primary broke during use. The doctor was unable to remove the file, the patient's tooth was extracted.